Event description:
Customer sent a complaint informing that she developed a bladder infection after using lifestyle ultra sensitive in two different occasions. Customer stated that antibiotics were prescribed twice after those incidents.

Manufacturer narrative:
Ansell healthcare products, llc is submitting this report on behalf of suretex prophylactics (I), ltd. (B)(4).